Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4. Catalog: unk_smart touch bidirectional sf. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right pulmonary vein (rpv) atrial fibrillation (afib) cardiac ablation procedure with thermocool smarttouch catheter and suffered a cardiac tamponade treated with drainage. During rpv ablation, approximately 90 minutes had passed since the procedure began, the contact force became unstable, resulting in error 105. Cable was replaced but the issue continued, this issue was resolved by replacing the thermocool smarttouch catheter (product code: d134801/lot #:31413323l) to another new thermocool smarttouch sf (product code: unknown). During the ablation, an atrial septal puncture was performed by a rf needle. Ablation was performed before pericardial effusion was identified. During rpv ablation, the operational feel of the ablation catheter was very poor, and the contact force was high, leading to a decision to carry out a new atrial septal puncture. Prior to the atrial septal puncture, there was no accumulation of pericardial fluid, and the ablation was resumed after the brockenbrough. The cardiac tamponade was confirmed when a drop in blood pressure coincided with the observation of pericardial fluid, and treatment was initiated with drainage. The physician determined that the cardiac tamponade occurred during the atrial septal puncture. The physician's opinions on the relationship between the event and the product was that the cardiac tamponade was considered to have occurred during the atrial septal puncture, and a causal relationship with the ablation catheter was not affirmed. No prolongation of hospital stayed. Steam pop was not observed. Irrigation catheter¿s flow rate setting remained at default. Contact force (cf) monitoring methods were real-time graph, dashboard, vector, visitag, and coloring setting of visitag was tag index. Causal relationship with product was unknown. No abnormalities observed prior/during use of the product. Additional information was received on 15-may-2025. The patient did not require cardiac surgery. Correct catheter settings were selected on the generator, and the generator automatically controls appropriate irrigation flow according with the temperature. The thermocool smarttouch catheter was exchanged once. Radiofrequency (rf) energy was used for ablation. As the maneuver of the ablation catheter was not successful, and the contact force increased during rpv ablation, the physician decided to perform a new atrial septal puncture. Two transseptal puncture sites were performed during the procedure. Additional information was received on 23-may-2025. The outcome of the adverse event was fully recovered (no residual effects). The patient has been discharged from the hospital. No additional filter was used. Transseptal puncture was performed prior to any ablation, and the drop in blood pressure/cardiac perforation occurred right after transseptal puncture with brockenbrough (bb) needle. The sensor error occurred with thermocool smarttouch catheter (product code: d134801/lot #: 31413323l). A second atrial septal puncture required, as the maneuver of the ablation catheter was not successful, and the contact force increased during rpv ablation, the physician decided to perform a new atrial septal puncture. It is unknown if any jnj/biosense webster, inc. Product was associated with the adverse event. The error 105 was assessed as not MDR reportable. The incidence of magnetic sensor error was easy detectable by the user. The catheter was inoperable, since it could not be visualized on the carto system. The user had to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The contact force unstable issue was also assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The adverse event was assessed as MDR reportable.

Manufacturer narrative:
During additional review on 24-jun-2025, reassessed the h6. Health effect - impact code from surgical intervention (f19) to recognised device or procedural complication (f15). Therefore, corrected this field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).